Event description:
The patient presented with a central venous stenosis. Predilation of the targeted lesion was performed using three pta balloons. A 12fr, introducer sheath was not available so a 12fr dilator was used to dilate the cephalic vein access point. A gore viabahn endoprosthesis was inserted, without the aide of an introducer sheath, approximately 4 inches - 5 inches when the device met resistance. Upon removal of the device, the physician noticed that the delivery catheter's distal tip was missing. Final angio revealed the detached distal tip located in the cephalic vein. Multiple attempts were made to retrieve the detached distal tip; however, the attempts were unsuccessful. The detached distal tip remained in the patient and the physician continued to monitor the patient. The patient's condition was reported to be fine following the procedure. Four days post procedure, a pta was performed on the central venous stenosis without incident. Imaging did not reveal the detached delivery catheter's distal tip. The patient's condition was reported to be fine following the procedure and the patient will remain on coumadin.

Manufacturer narrative:
Method: review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Method: images were returned an evaluated; however, the available images included single intra-operative screen captures only. Images provided did not allow for evaluation in relationship to this event. Conclusions: based on the image evaluation and the examination of the device, we could not determine the cause of the devices inability to cross the targeted lesion or the cause of the distal delivery catheter separation.